Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and intermittent capture. During atrial threshold testing, there was an alleged loss of capture as the rv lead was programmed subthreshold outputs and not pacing as expected. This caused asystole creating symptoms in the patient. The feature that monitors the pacing amplitude thresholds was programmed off. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d4 crt-d implanted: (B)(6) 2020. 5086mri52 lead, implanted: (B)(6) 2011; 5086mri58 lead, implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.